Manufacturer narrative:
The returned pacemaker was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced cardiac arrest for an unknown reason and would be upgraded. During the revision procedure a check atrial lead message was observed. Review found the pacemaker and right atrial (ra) lead impedance measurements in unipolar and bipolar at 200 ohms with fluctuating increases in the measurements. Subsequently the device explanted and both the ra and right ventricular (rv) lead were surgically abandoned. The patient was upgraded to another manufacturer's implantable cardioverter defibrillator (ICD). Although the cause of the cardiac arrest remained unknown, the physician did not believe the pacemaker contributed to it. No adverse patient effects were reported.